Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) powered up to a system error. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the display wires were pinched and wire was exposed. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error message. The epg was returned for service. There was no patient involvement.